Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient has a bladder infection and they may have to catheterize. Their healthcare provider (hcp) prescribed the patient tamsulosin and gave them antibiotics for the bladder infection. They had trouble changing their program yesterday and couldn't increase stimulation since they thought they had to hit the box on the screen to increase. No further patient complications have been reported as a result of this event.